Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented for a routine check. The device was observed to be in bvvi reset mode and power on reset status. It was noted that the patient had an MRI on (B)(6) 2017. The device was restored to normal function. The patient was stable before during and after the restoration. The patient will be followed normally.